Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery in which the existing device was removed and a new ipp was implanted. During the procedure fluid loss was identified on the system from an unknown source as no hole was found. There were no patient complications and the patient did well.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery in which the existing device was removed and a new ipp was implanted. During the procedure fluid loss was identified on the system from an unknown source as no hole was found. There were no patient complications and the patient did well.